Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the setscrew in the device header would not engage with the wrench and tighten on the right ventricular lead. The silicone cover was lifted to visualize the setscrew and it was noted that the setscrew was tilted at an angle. The wrench was manipulated accordingly and the lead was secured to the device. The device remains in use. No patient complications have been reported as a result of this event.